Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy fluid. The cause of the peritonitis was not reported. The patient was hospitalized for three days for the peritonitis event. The patient was treated with unspecified antibiotics. At the time of this report, action with dianeal therapy and the patient outcome were not reported. No additional information is available.